Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the physician had difficulty removing the stylet from the lead. The lead was removed from the patient, and the stylet was removed from the lead. The lead was re-implanted. The patient was stable.